Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer's blood glucose level was 200 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned